Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device could not be fired normally, tacks disengaged and fell into patient's cavity but was then retrieved. No x-ray was done. Another protack was used in order to complete the case. There was no patient injury involved. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. There were no components missing or disengaged from either returned instrument. Device one displayed no visual or functional abnormalities, the tacks deployed and seated properly in the test media. Device two had disrupted timing and the handle was unable to actuate. After removal of the shaft the handle actuated properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, medical or surgical intervention was needed to prevent a permanent impairment of a function due to prolapsus.